Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer encountered a signal loss and as a result, was unable to receive glucose alarms. The customer experienced dizziness, ¿felt bad¿ and was unable to self-treat, requiring treatment of glucose/sugar orally by third-party. There was no report of death or permanent injury associated with this event.